Event description:
It has been reported to philips that the system could not start up for an emergency examination while the patient was on the table. A blue screen was displayed. A reboot did not resolve the issue. The examination could not be performed and the patient was moved to another hospital, risking the life of the patient. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem occurred prior to the start of the clinical procedure for the infarcts treatment and the patient was moved to another hospital for an emergency examination. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was crashed during startup in an emergency examination at night. As part of the troubleshooting process, fse checked the system and found that the host computer did not boot properly due to bad ram (random access memory) memory cards in the host pc. To resolve the issue, fse exchanged the old memory ram with the memory ram of the old host computer but due to some crash corrupted files, the drive had been formatted and the new software had been reinstalled. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact grid was corrected.